Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative codes e-46 and e-47 were noted indicating the central processing unit cannot communicate with the flow sensor using i2c bus and cannot communicate with the pressure sensor using serial peripheral interface (spi) bus. The device printed circuit board assembly requires replacement to address the issues. However, repairs were not completed because the device was requested by the customer to be scrapped. No foam particles were found in the assembly. Additional findings not related to the malfunction/issue: noncritical error code e-96 was present in the error log indicating the device was unable to write to the event log and would require replacement of the printed circuit board assembly to correct the issue. The device will be included in the fsn 2023-cc-src-039.